Manufacturer narrative:
Despite multiple requests, no additional information was available from the journal author. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Mehra s, chelu mg. Implantable cardioverter-defibrillator shock after stenting across the device leads. Tex heart inst j. 2016; 43 (1): 88-90.

Event description:
Boston scientific received information from a journal article involving a (B)(6) year old male patient with nonischemic cardiomyopathy and end-stage renal disease. The patient had lived uneventfully with a cardiac resynchronization therapy defibrillator (model#n119) for 5 years. The patient underwent stenting of a partially occluded subclavian vein to relieve stenosis of the ipsilateral arteriovenous fistula that was used fo r the patient's hemodialysis. Following this procedure, the patient received an inappropriate shock. Device interrogation revealed electrical noise on the right ventricular (rv) and right atrial (ra) leads which was reproducible during isometric exercise. Electrical noise originating from the rv lead damaged by the stent had caused the inappropriate shock and intermittent electrical discharges thereafter. The patient's device history was significant for shock delivery prior to stent placement. The first shock occurred during an argument with the spouse. In addition, electrical sensations in the region of the defibrillator generator had caused intermittent involuntary motions of the patient's left arm for several days. The patient was highly traumatized by these events and requested the cessation of all defibrillation therapies and pacing was programmed off. Despite extensive discussions regarding the risk of sudden cardiac death (scd) and an offer of specialized psychological counseling, the patient continued to decline a new ICD. The device was later explanted at the patient's request. In (B)(6) 2015, the patient had a cardiac arrest while undergoing hemodialysis at home. The patient was found to be in ventricular fibrillation (vf) resulting in successful external defibrillation and intubation. This adverse event resulted in sustained profound hypoxic ischemic encephalopathy with minimal neurologic recovery. The family placed the patient in a long-term care facility on ventilator support, with a tracheostomy and feeding tube.